Event description:
The recipient reportedly experienced a large skin defect with exposure of the device. Due to the recipient's medical issues, inability to undergo general anesthetic, and device non-use, the doctor decided to remove the device via the skin defect.

Manufacturer narrative:
The recipient's implant site has reportedly healed. The recipient is doing well. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across some electrical components. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant data, it is believed that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A corrective action was implemented. This is the final report.